Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) pump removed on (B)(6) 2018 because the device was not inflating. An ams700 ms pump was implanted.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) pump removed on 19oct2018 because the device was not inflating. An ams700 ms pump was implanted.

Manufacturer narrative:
Device analysis: pump malfunction was reported. The ams700 pump was visually inspected and functionally tested. No leak was found. The pump performed functional testing within specifications.